Manufacturer narrative:
The field service engineer (fse) and customer technical specialist (cts) were at the customer site on (B)(4) 2016 and removed the barcode reader and installed another barcode reader. The repairs were verified per established service procedures. (B)(4). Related events: 2023446-2016-00285, bec internal identifier (B)(4). 2023446-2016-00286, bec internal identifier (B)(4).

Event description:
The customer called to report dilutions were not being run correctly on their iq200 sprint urine microscopy analyzer. Erroneous patient results were not reported by the customer and there was no change or effect to patient treatment in connection to the event.